Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and pain. The pt was seen at the center. External equipment was exchanged. However, the reported problem was not resolved. On (B)(6) 2006, the pt was seen by a company rep for device eval. A decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.